Manufacturer narrative:
This product is registered as a combination product. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced erosion leading to infection in the area of the implanted system. The patient was hospitalized and the device was placed outside the pocket and covered with sterile gauze. The atrial lead was explanted and the right ventricular lead was explanted and replaced. The patient was in stable condition. Related manufacturer report numbers: 2938836-2020-07529, 2017865-2020-09541.